Event description:
It was reported that during procedure, fluoroscopy revealed that the patient's left ventricular (lv) lead dislodged. The lv lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of lead dislodgement. A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.